Manufacturer narrative:
Of the reported two malfunctions, one device has been returned for evaluation. The investigation identified holes in the catheter, the defective component. The second investigation is inconclusive for the defective component as no objective evidence was provided for investigation. The definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown hickman d/l catheter allegedly experienced a defective component. This information was received from various sources. Both malfunctions involved a patient with no reported patient consequences. The patients' gender, age, and weight were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown hickman d/l catheter allegedly experienced a defective component. This information was received from various sources. Both malfunctions involved a patient with no reported patient consequences. The patients' gender, age, and weight were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. Of the reported two malfunctions, one device has been returned for evaluation. The investigation identified holes in the catheter, the defective component. The second investigation is inconclusive for the defective component as no objective evidence was provided for investigation. The definitive root cause is unknown. The devices were labeled for single use. H10:g4. H11: h6 (device code). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.